Manufacturer narrative:
(B)(4). Date sent: 10/12/2023. D4: batch # e22120030. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cec60a device was received for analysis with no apparent damaged and with a cecr60w reload loaded on the device. The reload was received partially fired 1/4. The device was tested for functionality in the articulated position with the returned reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. In addition, the jaw could open and close normally during the functional test. The event reported was confirmed and it is related to improper use of the device. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. Although no conclusion could be reach on the cause of the reported event "would not open", the instructions for use do contain the following caution: if the jaws do not automatically open after the anvil release button is pressed, first ensure that the knife is in the retracted position by verifying that the stroke count indicator displays ¿0¿ and knife direction indicator points towards the proximal side of the instrument, or that the knife blade indicator is in the home position. If the stroke count indicator or knife blade indicator is not in the home position, push the red manual knife reverse switch downward to reverse the knife motion and squeeze the firing trigger, completely until it rests on the closing trigger. Press the anvil release button. If the jaws do not open at this point, then gently pull the closing trigger, upward (away from the handle) until both firing and closing triggers return to their original positions. The event described "would not open" could not be confirmed as the device could open and close without any difficulties noted. Device history review: a manufacturing record evaluation was performed for the finished device batch number of e22120030, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 8/22/2023. D4: batch # unk. A manufacturing record evaluation was performed for the finished device batch number of e22120030, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the surgery, could not fire farther after fired a little and could not open the jaw. As the tissue was cut off, removed the device from the patient through tissue gap. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.